Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer used original charging cable and wall adapter, left pump connected to working outlet until charging resumed, and pump began charging normally so no further assistance was required.